Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump. The customer reverted to using multiple daily injections as a backup therapy.